Manufacturer narrative:
No medwatch form was received.

Event description:
During the implant procedure the device detected fibrillation, but did not successfully deliver therapy. External defib was used. A new device was implanted, but the same problem occurred. A new lead and a new ICD were successfully implanted. Lead insulation damage was suspected.